Manufacturer narrative:
No conclusion code available; the reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to the battery voltage being less than the minimum voltage required for normal circuit operation. The device was tested on the bench and anomalous current was found. However, during analysis, device power was interrupted and the anomaly went away. The anomaly was not able to be reproduced during subsequent testing as the device continued to function normally. The cause of the anomalous current could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that the device could not be interrogated during a routine follow-up in clinic. The device was explanted and replaced. No further information is available.

Event description:
Additional information received indicated that the patient was stable post procedure.